Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy and the ipg was unable to communicate using the charger or programmer. The programmer displayed error 2501 and the charger could not locate the ipg. As a result patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.